Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, air leaked from the device. Other devices were used to complete the procedure. There were no adverse consequences to the patient. The customer disposed of devices, no devices will be returning.